Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres for 2 seconds, the balloon ruptured and was vertically separated. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.